Event description:
Boston scientific received information that this device system detected an increased shock impedance measurement greater than 125 ohms. The patient was evaluated in the physician's office. All measured data and device functions were found to be within specifications. No additional actions were mentioned by the physician. To date, no adverse patient effects were reported with this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.